Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that customer had low blood glucose level. The customer's blood glucose was in range 50-60 mg/dl and 150 mg/dl. The insulin pump will not be returned for analysis.